Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported during laser assisted cataract surgery it was noted the capsulotomy creation did not come all the way through the capsule. It was confirmed under he surgical microscope that only a small area of the capsule was free. While manually trying to complete the capsule it started to extend but the doctor was able to keep it from doing so. The capsule would not tear in the normal circular fashion and there was a large flap of anterior capsule remaining. There was no vitreous loss and no additional surgery required. The surgeon stated the patient may require a yag laser at some point.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The control point calibration was out of specification. The mirror was adjusted to resolve the issue. The system was tested and found to meet product specifications. The root cause of the reported event can be attributed to the control points being out of specifications. It remains inconclusive at this time how or when the control points became non-conforming. The manufacturer internal reference number is: (B)(4).